Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2107103 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a balloon test on a mynx control vcd 5f was performed to "stop hemostasis", but it could not be used as it was confirmed that it had burst. There was no reported patient injury. The device was used after completing a transfemoral cerebral angiogram (tfca). The device will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: as reported, a balloon test on a mynx control vascular closure device (vcd) 5f was performed to "stop hemostasis", but it could not be used as it was confirmed that it had burst. There was no reported patient injury. The device was used after completing a transfemoral cerebral angiogram (tfca). The device was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, both buttons 1 and 2 were not depressed, the stopcock was open. The sealant remained in the manufacturing position and was protruding out from the sealant sleeve assembly side slits. The syringe and procedural sheath were not returned with the device. Per functional analysis, an inflation/deflation test was performed on the balloon, the results revealed a leak in the balloon. Per microscopic analysis, visual inspection under high magnification revealed a taper-to-taper tear in the balloon approximately 1.5 mm from the balloon neck. A product history review of lot f2107103 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported failure ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Based on the available information, and without the procedural sheath to analyze, it is impossible to determine what factors may have contributed to the reported event. This type of tear is consistent with the balloon coming into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use (IFU) which is not intended as a mitigation of risk, users are instructed to confirm via femoral arteriogram prior to using the mynx control vcd, that there is no evidence of significant pvd in the vicinity of the puncture. Users are also instructed to discard the device if the balloon does not maintain pressure. Neither the phr review, nor the product analysis suggest that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.